Event description:
It was reported that during a sleeve gastrectomy procedure, during the first firing with device on the antrum, using a green reload, the surgeon mentioned that he felt a slight resistance and when he finished the first firing and opened the jaws, he noticed that there was a ''serosal'' tear. He had to use a suture in order to safeguard it. He felt that the stomach tissue was a very thick one. After that, he continued and finished the procedure with the same instrument and all the other firing was normal. The surgeon performed a methylene blue test, and there was no sign of leakage. Either the instrument or the used reload were kept. Both the surgeon and the nurse that was present during the operation said that they were not sure that there was a real problem with the stapler and therefore they didn't keep it. Procedure was prolonged ten minutes. Two days after the operation, the surgeon was called back to the hospital due to leak symptoms, took the patient immediately to the o.r. And revised her to gastric bypass. The surgeon mentioned that when he entered the abdomen, he could clearly see that the problematic part of the first staple line was wide open. After the revision operation, the patient felt well and was sent back home after one week, in good shape. Conversion to rygb surgery and another week hospitalization. No device will be returning.

Manufacturer narrative:
(B)(4). Information was sent on supplemental 1 for device; this device actually belongs to event report 3005075853-2012-03260; the device involved in this event was discarded.

Manufacturer narrative:
(B)(4): incomplete-interrupted firing the long60a device was received for analysis with no visual non-conformances and with a green cartridge reload present. The cartridge reload was received partially fired consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.